Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and mildly calcified lesion in the mid right coronary artery. A 2.5x12mm trek rx balloon dilatation catheter (bdc) was being advanced; however, resistance with the anatomy was felt and the proximal shaft separated outside the guiding catheter. The bdc was removed without issues. The procedure was successfully completed with a 2.0x12mm mini trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.